Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replaced battery now alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer also reported power error detected alarm and they were able to clear the alarm. Customer stated that this was the second occurrence of replace battery now alarm without low battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarms and unexpected battery power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms, or low battery alarms noted during testing.